Manufacturer narrative:
This medwatch is in response to FDA report # mw5092761. The reporter has declined to provide allergan with further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported via regulatory agency injecting a patient around the eyes with juvéderm vollure¿ xc. The patient developed "hard, painful nodules." The patient was treated with injections, antibiotics, and surgical excision of the "lumps." Symptoms ongoing.